Event description:
The customer originally reported on (B)(6) 2014, that the transformer felt hot. When the product was received back at medela the qe evaluation determined the transformer to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on 09/29/2014 and evaluated on 10/15/2014; the product was determined to be breached. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further product the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug measured 13.97 vdc, which indicates that it is producing the correct voltage. Resistance across the dc plug was measured at 58.9 ohms, and indicates that hat the thermal fuse did not blow. Smoke, fire and sparking were not observed while the transformer was plugged in.